Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one nc sprinter rx balloon catheter, difficulty in aspirating contrast medium and an inability to smoothly withdraw the balloon occurred after balloon inflation. The balloon was being used to post dilate a stent. Measures were taken to ensure patient safety and the procedure was completed successfully without adverse consequence. No patient complications were reported as a result of this event.